Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that (B)(6) 2014 it was observed that the implantable neurostimulator (ins) migrated from the initial position. It was more superficial and horizontal. On (B)(6) 2014 a repositioning of the device was performed during outpatient hospitalization. The patient was admitted and discharged on the same day. The event was considered recovered on (B)(6) 2014. The event was only related to the implant procedure. There was no patient symptoms reported due to the device migration. The patient¿s status at the time of report was alive with no injury.